Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a decrease in performance. Programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.